Event description:
A customer reported that in 2010 a patient experienced a reaction during their first use with a revaclear dialyzer. Reportedly, immediately after the dialysis treatment started the patient appeared cyanotic accompanied with severe hypotension and confusion. The nurse decreased the blood flow rate and placed the patient in trendelenburg. When this did not resolve the symptoms, treatment was stopped and the symptoms resolved without any additional intervention. Blood cultures were drawn and the results were negative. The actual date of the event is unknown therefore the date in date of event is an estimated date.